Event description:
While performing bench services for the device, it was discovered by an authorized bench technician that the rubber buttons on the device were completely worn off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.